Event description:
A positive advia centaur troponin ultra result was obtained on a pt sample. The next day the customer ran another sample for the same pt and the result was lower. The initial sample was then repeated and a lower result was obtained. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.